Event description:
It was reported by the customer that the pyxis anesthesia es system had device offline. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a software malfunction had occurred. A field service engineer verified and advised the customer to get their information technology department to check the firewall to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.